Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited noisy signals due to possible electromagnetic interference (emi). Technical services (ts) was consulted and not out of range measurements were noted. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited oversensing of noise at implant due to suspected electromagnetic interference (emi) resulting in atrial tachy response (atr) mode switches. Technical services (ts) was consulted and not out of range measurements were noted. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Corrected fields: h6. Device codes.

Manufacturer narrative:
Corrected fields: h6. Device codes.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) exhibited oversensing of noise at implant due to suspected electromagnetic interference (emi) resulting in atrial tachy response (atr) mode switches. Technical services (ts) was consulted and not out of range measurements were noted. The device remains in service. No adverse patient effects were reported.